Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Info regarding the endoscope and type of ligator used was requested from the initial reporter, but unable to be provided. If an endoscope with an incompatible outer diameter was used with this ligator, barrel detachment from the endoscope tip can occur. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. No further corrective action warranted at this time because this report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an upper endoscopy banding procedure, the physician used a cook endoscopy saeed multi-band ligator. The banding device separated from the tip of the endoscope during the procedure. The banding device was removed from the patient's stomach using an endoscopic net device. Several attempts were made in an attempt to collect additional info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects due to this event.